Event description:
It was reported that the blade detached at the weld site during a bilateral mandibular osteomity. The surgeon explored the patient's mouth, and retrieved the portion of the blade that had broken off. The procedure was completed without further incident. There was no patient injury reported.

Manufacturer narrative:
Device not returned for evaluation.